Event description:
It was reported that the device did not catch upon unloading. In addition, it was reported that a user sustained an on-the-job injury (oji). It was later confirmed that the user had slight shoulder pain, did not miss any work, and did not seek any treatment as a result of the incident.

Manufacturer narrative:
The customer stated that the event was unable to be replicated and that a stryker technician was not needed. The stryker qae determined that the alleged entire unit being difficult to load/unload into the ambulance was not due to any component level malfunction but was likely due to user error. The issue was resolved for the customer by a stryker senior qae making the customer aware of proper loading/unloading procedures in the power pro xt manual and by the stryker qae ensuring that nothing else was needed from stryker.

Event description:
It was reported that the device did not catch upon unloading. In addition, it was reported that a user sustained an on-the-job injury (oji).

Manufacturer narrative:
It was later confirmed that the user had slight shoulder pain, did not miss any work, and did not seek any treatment as a result of the incident.

Event description:
It was reported that the device did not catch upon unloading. In addition, it was reported that a user sustained an on-the-job injury (oji). It was later confirmed that the user had slight shoulder pain, did not miss any work, and did not seek any treatment as a result of the incident.